Event description:
Additional info received 7/17/97 indicates the aus device was implanted sometime in oct of 1991 and removed shortly after due to infection. Info received on 7/9/97 indicates " an aus device was implanted in the ams pt many years ago and extracted shortly after the operation. Reason of the extraction is unk to us." Further info has not been provided.